Event description:
The customer reported having high (greater than 500 mg/dl) blood glucose levels, and that when the pod was removed, it was noticed that the cannula was bent. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.